Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026.the blood glucose level was 600 mg/dl and got treated with manual injection and bolus using the pump. The patient got hospitalized and the duration of hospitalization was for more than twenty four hours.